Event description:
It was reported that the bd venflon pro¿ packaging was found damaged before use. The following information was provided by the initial reporter: "packaging damaged".

Manufacturer narrative:
Investigation summary: three photos were received by our quality team for investigation. Upon visual inspection of the photos, two photos show the opening of package near the end cap area; therefore, the failure can be verified. The 3rd photo shows the top web with batch #9107586. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process has been reviewed. Based on the DHR reviewed, there is no abnormality in the sealing parameters. There is no other process in the manufacturing facility that could cause this nonconformance. The probable root cause could be due to temperature gradient experience by the product during handling (transportation, storage, loading and unloading, etc.) Or the specific sample reported could have been subjected to high heat prior to usage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon pro¿ packaging was found damaged before use. The following information was provided by the initial reporter: "packaging damaged."